Manufacturer narrative:
Product analysis: the pump was returned and evaluated by product analysis on 08/20/2014 with the following findings: the complaint could not be duplicated with investigation. A display lens leak was discovered during leak testing. No moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a moisture ingress issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.